Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer contacted a technical support specialist to investigate the station log files and determine the possible cause of the issue. After further review, the technical support specialist identified a software issue in which, during a pocket recovery, the pocket and loaded medication were correct, but a different medication was displayed on the screen due to a momentary software glitch. Fse reported the findings and informed management of the situation to ensure awareness. Fse also requested clarification on the next steps, including evaluation for a potential medication es 1.8 recall due to a possible software-related issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer cubie pocket open to the correct medication but on the screen was on different one. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.